Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 5.1, lab: 1.4. Therapeutic range not provided. Customer unwilling to discuss details.

Manufacturer narrative:
Investigation pending.